Event description:
Applied to genitals and developed burning, redness and blisters filled with pus on genitals.

Manufacturer narrative:
A review of the data associated with this complaint category revealed no significant adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. The retain sample was examined and presented a quality appearance for both packaging and product. The retain sample was tested for: appearance-meets spec. Viscosity - meets spec. Odor - meets spec. Condition of container - meets spec. Batch records were reviewed, and no defects were noted.